Manufacturer narrative:
The uninterruptible power supply (ups) power supply was returned to the manufacturer for analysis. Analysis through performance testing and visual/physical examination confirmed the reported issue. There was an electrical failure of the battery; the battery would not charge. The ups was functional when a new battery was inserted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The UDI was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) would not boot. There was no power to screen or computer, however, the power light was yellow and o-arm was charging. There was no patient present.